Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. This investigation is based on the torque testing report performed by the npd inspection raynham visual inspection: the torque limiting handle 80 in-lb (p/n: 299704320, lot #: gb125682 ) was returned and received at us cq. Upon visual inspection, there were no defects found on the device. Functional test: the functional test was performed by npd raynham. The highest torque of the device measured during calibration testing and was not within the specified torque range of the device. Hence, the torque test failed high. Document/specification review: based on the date of manufacture the relevant drawings, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to device maintenance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for verse 3in1 driver, torque wr was conducted identifying that lot number gb125682 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 13 may 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the torque measuring fail when using the torque measuring machine. It was happened before usage when tested. There was no procedure and patient involved. This complaint involves one (1) device. This report is for (1) torque limiting handle 80in-lb. This is report 1 of 1 for (B)(4).